Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks due to t-wave oversensing. Therapy was exhausted in one of the episodes. Technical services (ts) discussed potential causes and troubleshooting options. This device remains in service. No adverse patient effects were reported.